Event description:
On 6/5/97, while gated stress scans were being obtained, the camera came into contact with pt. Tech immediately attempted to redact camera head. Camera did not redact on command but instead moved closer to pt. Redact command was given again to the camera head went in the opposite direction again which resulted in pinning pt to table. Emergency functions were utilized and procedure discontinued.